Manufacturer narrative:
PMA/510(k)- k130520. Since the actual product and detailed information was not available, it was not possible to clarify the cause of occurrence. A review of the manufacturing record and the product release decision control sheet of the involved product code/lot number combination confirmed that there was not any indication of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Relevant IFU reference: "do not reduce heparin during circulation. Otherwise, blood clotting might occur. (Warnings)" "adequate heparinization of the blood is required to prevent it from clotting in the system. (Warnings)" (B)(4).

Event description:
The user facility reported that there was a clot formed in the reservoir on the oxygenator device involved. The large clots formed on the cardiotomy sack during bypass. There was a potential risk of harm due to the clot formation in the reservoir. There was no medical or surgical intervention required. There was no harm to the patient.